Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknow mg/dl. The customer stated the up arrow button got stuck. Customer does not recall any significant events leading to the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. Customer was advised that the devised would be replaced and agreed to return the product for analysis.